Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (white screen, will not power up) has been confirmed. Upon investigation, the monitor was resetting. The cause for the resets was isolated to a fractured bga solder joint on the digital signal processor (u500) on the monitor c/a board. The root cause for the fractured bga connection could not be positively identified but was likely excessive stress on the c/a board. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The neighbor of a (B)(6) female patient called zoll customer support to report that the patient's monitor screen was white and the monitor wouldn't power up completely. The patient was issued a replacement monitor.